Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. A functional evaluation revealed a handpiece error and stuck button. The complaint was confirmed and the root cause has been associated with a mechanical component failure. Factors that could have contributed to the event include a buildup of corrosion/debris around the spring from cleaning chemical fluid ingression over time.

Event description:
It was reported that during the procedure, the buttons were stuck. No injuries or complications were reported.

Manufacturer narrative:
Date corrected from 08/14/2017 to 09/14/2017.